Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code lec 1871. There was no reported adverse event.

Event description:
Event occurred while testing. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. During testing the reported issue was duplicated- error 1871 occurred. This issue was determined caused by a motor issue caused by wear., corrected data: correction- no patient involvement. Issue identified during testing.